Manufacturer narrative:
Citation: safi l., et al. Novel use of echo fusion and cardiac computed tomographic imaging guidance for percutaneous paravalvular leak closure. Case (philadelphia), 2020 aug; 4(4):303¿310. Published online 2020 jun 11. Doi: 10.1016/j.case.2020.05.006. Pmid: 32875200. Earliest date of publish used for event date. Medtronic products referenced: mosaic (PMA# p990064, product code: dye). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with coronary artery disease, mitral valve prolapse with severe regurgitation who underwent concomitant coronary artery bypass grafting (CABG) and surgical mitral valve replacement (smvr) using a 25-mm medtronic mosaic bioprosthetic valve in december 2018 (no serial numbers provided). Eight months post-implant, the patient was hospitalized with unintentional weight loss, failure-to-thrive, progressive dyspnea, loud systolic murmur and laboratory evidence of hemolysis. Transthoracic echocardiography (tte) revealed eccentric severe mitral paravalvular leak (pvl) with trivial mitral valve regurgitation and elevated pulmonary artery pressure. It was suspected that suture dehiscence had led to pvl. Transthoracic percutaneous closure was performed under combined transesophageal echocardiogram (tee)/ computerized tomography (CT) guidance. After closure was completed, tee showed residual trace pvl with improved pulmonary hemodynamics and hemolysis parameters subsequently improved. No additional adverse patient effects or product performance issues were reported.